Event description:
Additional information received. Allegedly the patient was revised due to the following mom complications: pain; elevated cobalt and chromium; weakness and stiffness

Manufacturer narrative:
This is the same event as 3010536692-2015-01918.

Event description:
Allegedly, patient was experiencing mom complications: pain; left. Additional information recieved 10/23/2015.